Event description:
Pt underwent cataract surgery on 11/05/97, and implantation of a staar model aq-2017v intraocular lens. However, the dr stated that the lens ejected quickly, tore the posterior capsule, and a mechanical vitrectomy was performed. A pmma lens was implanted in the sulcus.